Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Photographs were provided and examination of the pictures of femoral impactor head shows signs of repeated use. Gouges, scratches and nicks are noted on the impactor head. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the device was not returned. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a total knee arthroplasty, black particulates were noticed in the patient's wound; it is unknown if these particulars originated from the impactor or another source.